Event description:
A pharmacist reported that a back check valve failed in use during an infusion on a cardiac critical care pt. The nurse reported that she started a magnesium infusion at 100 ml per hour via a secondary set and that all the medicine went up into the primary IV bag very quickly. She stated that the set up was verified by another nurse. She reported no pt harm and that she changed out the tubing and hung another bag right away. The customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported check valve failure. Although requested, the set has not been received for investigation. Should the set be received, a follow-up report will be submitted with eval results.